Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leak. There was patient involvement and the outcome was resolved.

Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. There was a leak in the filter. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.